Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 80 to 140mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 200mg/dl and 191 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 07/31/2017 and open vial date is (B)(6) 2016. Customer run a blood test and got 189mg/dl. Customer states that he test once a day and is taking metformin.